Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter fell off before its intended use and a patient was accidentally stuck by a phlebotomist with the needle. There was no report of medical intervention.

Manufacturer narrative:
Results: six unused samples and a photo of the affected device were returned for evaluation. A visual inspection of the units did not show evidence of hub collar separation. A photo inspection confirmed the safety mechanism had detached from the device. As this is a confirmed complaint, a DHR review is not required. Conclusion: although the photo inspection confirmed the customer's indicated failure mode, an absolute root cause for this incident has not been determined. Remedial action required: CAPA (B)(4) has been initiated to document the investigation path, root cause analysis, and remediation plan to include corrective and preventive actions